Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had unsupported scope message on the unit (exact code unknown). The issue occurred during inspection for use. There were no reports of patient harm.